Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint relates to a product which meets specification and the complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and a lesion length was 20mm. Pre-procedure was 75% stenosis and post-post procedure was 0% stenosis. A 2.75x24mm liberte stent was implanted. Direct stenting was not attempted. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged the same day without angina complaints or silent ischemia. Discharge medication included aspirin 100mg/daily and clopidogrel 75mg daily for 6 months.